Event description:
The customer reported hemoglobin (hgb) daily checks failures on a unicel dxh 800 coulter cellular analysis system; the hgb was recovering incomplete (non-numeric) results, in addition to low hgb results for the level 1 6c control. The customer requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse confirmed all levels of hgb control results were unstable within the acceptable range; the hgb blank had also decreased. The fse inspected the hgb chamber and found it appeared to have a cloudy or film build up inside. The fse removed the chamber and cleaned inside the chamber, reconnected, realigned the chamber and the hgb blank increased, resolving this issue. Controls were rerun and results were acceptable. (B)(4).